Event description:
It was reported that a device interrogation revealed that an atrial lead warning and numerous high impedance episodes had occured previously. Lead trending showed a steady rise for both impedance and threshold over the previous six months. Impedance was thought to have risen too much to be encapsulation so a possible fracture was discussed. Pocket manipulation did not show any noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator implanted: 2010 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2010 (B)(6). (B)(4).